Event description:
Approximately 1 month(s) and 10 day(s) post-operative of a right rtsa, it was reported that the patient experienced infection. The patient underwent standard reverse and was revised with exactech devices. The patient's bone quality was not optimal as they needed to cement a 17 stem. It was further noted that due to the infection, incision and drainage was needed and the stem was found to be loose after the tray and liner were removed. The event was not related to the breakage of a device and did not lead to a surgical delay/prolongation. The patient was last known to be in stable condition following the event. No other issues or complications were reported and the devices will not be returning for evaluation due to hospital policy.

Manufacturer narrative:
Pending investigation. Concomitants: 320-08-42 - glenosphere exp 42mm +4mm offset, (B)(6); 320-15-05 - eq rev locking screw, (B)(6); 320-15-06 - rs glenoid plate ext cag +10mm cage peg, (B)(6); 320-20-00 - eq reverse torque defining screw kit, (B)(6); 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm, (B)(6); 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm, (B)(6); 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm, (B)(6); 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm, (B)(6); 320-20-46 - eq rev compress screw lck cap kit, 4.5 x 46mm, (B)(6); 321-52-07 - 3.2mm drill bit sterile, (B)(6); 322-10-00 - humeral adapter tray, +0, (B)(6); 322-42-03 - 145-deg pe 42mm hum liner +2.5, (B)(6).

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: g3, h6, h11. MDR section codes updated/corrected: b, c, g. The revision was likely the result of infection as reported. A secondary finding during the revision was the humeral stem loosening. However, the reported infection and loosening cannot be confirmed and potential contributions of user-related considerations to the event could not be assessed as the devices were not returned for evaluation and product images were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.